Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges at the erie fairgrounds the consumer rode over an electrical cable cover on a walkway when the powerchair allegedly tipped backwards resulting in injuries.

Event description:
Alleges at the (B)(6) the consumer rode over an electrical cable cover on a walkway when the powerchair allegedly tipped backwards resulting in injuries.

Manufacturer narrative:
Added additional information: serial number; device manufacture date.